Event description:
It was reported that during maintenance, the device was missing a hinge and the motor was defective. There was no patient involvement. During product evaluation, it was found that the motor speeds were low. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information. There is no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device motor speeds were low and the hinge gasket was missing. The motor and hinge gasket were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). This event occurred in netherlands.